Manufacturer narrative:
Corrected information provided in h.10. The microstent was not returned for evaluation, previously reported as returned. The microstent was not received at the manufacturing site and is not available for evaluation. A review of the device history record of the reported lot number indicates that the reported product met the specifications, and there were no unusual findings. A physician reported an explanation due to microstent positioning issues. They noted distal tip was sticking out into the anterior chamber through the trabecular mesh work. This issue was not observed the day of implantation. Microstent was not returned for evaluation; thus, the cause of the microstent positioning issues cannot be evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a stent was wasted from consignment to recapture a previously placed hydrus. Doctor wanted to reposition it, but they ended up just removing it due to poor visualization. Additional information has been requested and received stating details distal tip was sticking out into the anterior chamber through the trabecular mesh work which was not noticed on the day of implant. Implant was removed and replaced with new device.